Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the shaft of fenestrated bipolar forceps instrument broke due to internal collision. No fragment fell into patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was fenestrated bipolar forceps (fbf). When the surgeon was manipulating the instrument inside patient anatomy, the collision happened. It caused the fbf shaft to crack and the instrument bent. It could not be removed through cannula. The fbf was removed along with cannula and new instrument was installed to continue with procedure. No injury to the patient was reported no fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was not present during event. Surgeon provided the answers. The event date was 01/20/2025. The instrument details were k12240926 0165. The csr was informed that instrument will be returned. The procedure was completed robotically. Site provided image to csr.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.